Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter with attached monoject 1.3 cc volume limited syringe. The customer report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. The lot number was not provided thus a device history record was not reviewed an engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, the complaint for pacing difficulty was unable to be confirmed through product evaluation since the unit was returned for evaluation, and no defect was found; therefore a product non-conformance or device failure could not be confirmed. As part of the catheter manufacturing process, 100% of the units go through an electrical continuity inspection, and continuity testing. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the catheter was unable to pace during use twice consecutively with two pacing catheters. Pacing was attempted after catheter insertion, but it did not work. The customer replaced the catheter with another one, but the same problem occurred. The first catheter was discarded, but the second catheter was returned. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.